Event description:
The patient reported that the keypad buttons had a delayed response few months ago and gradually became worse. The patient also indicated that he wore the pump in a case in his pocket and cleaned the pump with a towel.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons had a delayed response and were intermittently unresponsive. There was evidence of keypad adhesive found under the key contacts. Unrelated to the complaint, evaluation revealed a dim display screen and a missing piston cap, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.